Manufacturer narrative:
No product was returned for investigation. However, photos were submitted from the customer on the reported complaint. The photo clearly confirms that the labels were not straight, confirming the reported complaint. Awareness training for a similar complaint was conducted. Based on the evidence, the complaint is related to a manufacturing issue and the root cause is an exception in the initial manufacturing of the device.

Event description:
Information was received indicating that upon incoming inspection of a smiths medical jelco® viavalve® safety IV catheter the product label on the inner box was affixed out of position. There were no reported adverse effects.